Event description:
Spontaneous call from patient's father (B)(6) who informed pharmacy that both his daughter's ms3 pumps are malfunctioning. He says the pumps turn on and off randomly, up to 10 times a day even when the batteries are replaced with new ones, and that the pump can't read and/or load cartridges despite being changed out (takes several tries before it does work). No further information provided. Both: did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? Yes. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes and no, was told to seek medical attention at a local hospital in order to continue therapy. Is the infusion life-sustaining? Yes. What is the outcome of the event? Ongoing. Reported to cvs/caremark by pt/caregiver.